Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2022, it was reported by a sales representative via sems that an ar-1915sf corkscrew suture anchor tip broke off during insertion. Half of the corkscrew was left in the patient and the rest was retrieved. This was discovered during a hip fracture dislocation and labrum detachment procedure on (B)(6) 2022.